Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged into the right ventricle. The physician noted that this occurred one week post implant. A revision procedure was performed. During the revision the atrial channel was sensing the ventricular activity. The dislodgment was confirmed via fluoroscopy. The physician attempted to reposition the ra lead twice but it dislodged as the physician was screwing the lead in place. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that the complete lead was returned with the helix extended. Visual inspection noted damage to the outer insulation at approximately 13 cm from is-1 terminal end. An x-ray was taken which found no anomalies as the lead tip and helix appeared intact and undamaged. Analysis determined this damage was likely due to a sharp clamping tool that was used during explant. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.